Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device displayed an e-4 occlusion in the morning prior to the event. The patient experienced hyperglycemia throughout the day. The patient had gingivitis due to having dry mouth and also had abdominal pain prior to the event. The patient's blood glucose level was in the 200's mg/dl and 300's mg/dl during the day. The patient was taken to the hospital and she was treated with serum and insulin via IV. The patient was admitted into the hospital at 10:45 p.m. And released at 1:00 a.m. The infusion device was requested to be returned for product evaluation.